Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a pharmacist from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced cloudy effluent "without any other clinical signs." On an unknown date, the patient went to the hospital, however, it was unknown if she was hospitalized. (B)(6) 2010, the patient was diagnosed with aseptic peritonitis. The outcome for the event of aseptic peritonitis was not reported. The reporter did not provide information pertaining to remedial therapy. The action taken with extraneal viaflex therapy was unknown. The pharmacist reported that the event of aseptic peritonitis was possibly related to extraneal viaflex therapy.